Event description:
It was reported that during device unpackaging and prior to use the 3.5 x 15 mm nc trek balloon dilatation catheter (bdc) protective sheath could not be removed. There was no patient involvement; the device was not used. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and confirmed the difficulty to remove the balloon sheath. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Assessment of this issue per site operating procedures was performed, corrective and preventive actions have been implemented per internal quality system procedures.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.